Manufacturer narrative:
It was later reported that the explant reason for this lead was due to high thresholds.

Manufacturer narrative:
Event clarification was requested from the field, however, nothing further has yet been provided. This event will be updated should additional information become available.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an undisclosed product performance issue. No adverse patient effects were reported.